Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had residual fluid and foreign substances came out of the sub-water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation the residual fluid and foreign material came out of the auxiliary water channel was not identified. It is possibly the foreign material may have been unremoved because the device was not reprocessed properly due leakage occurred from the channel tube. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf-170 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.